Event description:
It was reported patient underwent total hip arthroplasty (B)(6), 2010. Subsequently, a revision procedure was performed due to discomfort, noise, and elevated metal ions.

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 due to discomfort, noise, and elevated metal ions. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Evaluation of the returned component found evidence of subluxation of the joint and scratching of the bearing surfaces. Dimensional analysis found the part met specification.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Material sensitivity reactions and intraoperative or postoperative bone fracture and/or postoperative pain." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00661 / 00662).